Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, the device seal broke while in the patients and both balloons were not able to inflate. A new device was used to complete the procedure with no issues. No patient injury noted.